Event description:
It was reported when using the pyxis medstation es system, experienced a drawer malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a drawer malfunction that went undetected on the bus. A field service engineer effectively replaced the retractor bands and repositioned the rowboard cables to address the problem. The system functioned as intended after the field serivce engineer had troubleshot the device.